Event description:
The pt underwent pelvic surgery. Post-operatively, the pt developed a urinary tract infection of mild intensity. The pt was treated with noroxine: 2 tablets per day and the urinary tract infection resolved.